Manufacturer narrative:
The hawkone was received for evaluation. No ancillary devices or cine images from the procedure were received. The hawkone was received with the cutter driver still attached to the catheter. The cutter driver was functionally tested and it was able to energize. The cutter driver was removed from the catheter to allow easier examination of the catheter. The distal assembly of the catheter was examined and a bulge in the tecothane was noted just proximal to the distal flushing port. The bulge in the tecothane exhibited a rupture of the tecothane coating located approximately 26mm proximal the distal assembly distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the physician indicated that the device was over packed. No further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device for treatment of an unknown vessel. Device was prepped as per IFU without issue. It is reported there was a break during the procedure. Awaiting follow-up information. No patient injury reported.